Event description:
A caller reported a malfunction occurring in their insulin pump, specifically citing a malfunction code 16 and a available fault ID 0x20e6. There was no adverse impact on the customer's blood glucose level reported, despite the malfunction. Technical support guided the customer through a reset of the pump and provided instructions on managing the pump¿s storage mode. They advised the customer to return the malfunctioning pump to tandem within ten days using a pre-paid return box. In the meantime, the customer was informed they would receive a replacement pump with updated software, and that they would need to reprogram the pump settings and connect their cgm. The customer was able to use multiple daily injections as a backup therapy but continued using the pump.